Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The clinical request was submitted by customer that they experienced high blood glucose. Customer had high blood glucose after non bolus meal attempt and also had calibration issues at 0.1 mmol/l. Blood glucose was spiked as large air bubbles in the insulin pump. The insulin pump will not be returned for analysis.